Event description:
Olympus received a medwatch report, which stated: "during a colonoscopy procedure, the physician inserted an injection therapy needle catheter through the rubber biopsy valve. When the catheter came out through the distal end of the scope, a black round piece of rubber from the biopsy valve was visualized inside the pt's colon. Retrieval attempts were not successful."

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that there was no pt injury and the intended procedure was not completed. The reported phenomenon was said to have occurred after the boston scientific therapy needle was place through the channel of the endoscope. The user facility reported that on x-ray was performed. The user facility reportedly replaced the biopsy valves with disposable type. The device referenced in this report was not returned to olympus for eval. The user facility reported that the referenced device was not sequestered for return to MFR. The exact cause of the user's report could not be conclusively determined.